Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a critical pump error alarm. Customer's blood glucose value was unknown. Customer stated that they gave bolus and after that they noticed the alarm. Customer was advised to revert the backup plan as per health care professional. The device will not return for the analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.